Event description:
Boston scientific received information that this right atrial lead dislodged. A surgical revision procedure was performed where the lead was explanted and replaced. There were no additional adverse patient effects. The lead is to be returned.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory the complete lead was thoroughly inspected and analyzed. Visual observation noted cuts in the lead 178 and 223 millimeters from the terminal pin. Blood/body fluid was noted in the outer lumen due to the cuts. Dried blood/body fluid was also noted in the helix housing. The lead was determined to have been electrically continuous. The clinical observation was not able to be confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.